Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, approximately three weeks after a primary tka surgery, performed on (B)(6) 2023, the patient suffered a fall, which resulted in a quad tendon rupture and surgical wound dehiscence and infection. Therefore, the jrny ii bcs xlpe art isrt sz 5-6 rt 10mm was revised on (B)(6) 2023, irrigation and debridement was carried out due to the infection. No other complications were reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the insert was not implicated as failing and could have been changed routinely with the irrigation and debridement procedure. The patient impact includes the revision surgery and associated post operative recovery symptoms. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.